Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that premature battery depletion as noted when it comes this pacemaker. A request for review was sent to boston scientific technical services (ts). No adverse patient effects were reported. Ts noted that this device was malfunctioning. Shortly after implant, the device power consumption increased steadily each day. The device was tracking the high rate of depletion. However, since the power is anticipated to continue to increase, the actual longevity will be less than what is projected on the battery status screen. A device explanted was discussed. This device was explanted and will be returned. No additional adverse patient effects were reported.